Event description:
Clinic notes were received for a patient's battery replacement referral. It was stated that the patient was feeling shocks every 5 minutes that lasted 30 seconds at a time after having a new vns adjustment. It was noted that output current at this visit was adjusted from 1.75ma to 1.5ma, while pulse width was increased. It was further stated that the patient's symptoms appeared to be worse with side effects of discomfort and more coughing. The frequency of the symptoms were less frequent. No known surgery has occurred to date. No additional, relevant information was received to date.

Manufacturer narrative:
Initial report was inadvertently reported as the replacement surgery was not to preclude serious injury for the coughing and painful stimulation.

Event description:
It was stated that the reason for replacement referral was related to a desire to upgrade the patient's device to a newer model device, and was not for the coughing or painful stimulation. The physician also wanted to upgrade the patient's device in order to improve efficacy with the features of the newer models. No additional, relevant information was received to date.